Event description:
It was reported the patient is no longer receiving stimulation. The patient states her stimulation turned off by itself 3 weeks after she was implanted. An sjm representative met with the patient and observed low battery, stim off on the programmer. The estimated ipg longevity is a little over 4 months. The patient is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.